Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited a staphylococcus infection. The company representative informed that the patient also had an endocarditis. A revision was performed and the ra lead was explanted. There were no additional adverse patient effects reported. The lead was sent for pathology.